Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope image flipped to view upside down or backwards. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope for evaluation and completed the device evaluation. During failure analysis, inspection identified binding on the camera instrument adapter due to component failure as well as discoloration on the camera cables due to mishandling and misuse. These two observed failures are unrelated. A review of the instrument log for the 30-degree endoscope (470057-08/10057362) associated with this event has been performed. Per logs, the 30-degree endoscope instrument was last used in a procedure on 10-oct-2022 on system sk5523. The alleged instrument had 1958 use remaining after the last procedural use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. During failure analysis, inspection identified binding on the camera instrument adapter due to component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.